Event description:
The manufacturer received information alleging a death occurred. There was no allegation made against the device. The patient has alleged hypersensitivity, and lung disease. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacture.

Manufacturer narrative:
The manufacturer previously reported information alleging a death occurred. There was no allegation made against the device. The patient has alleged hypersensitivity, and lung disease. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Previous report was incorrect, event description should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging hypersensitivity, and lung disease. The patient has passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Previously submitted report was incorrectly filed with wrong remedial action init (rfb) and recall (z) number (rfb). In this report, the remedial action init (rfb) and recall (z) number (rfb) has been updated correctly as applicable.